Manufacturer narrative:
The lead was returned for analysis. This report will be updated when analysis is complete.

Event description:
--

Event description:
Boston scientific received information that this right atrial pacing lead exhibited intermittent undersensing. The lead continued to be monitored. It was later reported that the lead had dislodged. The pocket was reopened and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection noted a cut in the insulation 125 millimeters (mm) from the terminal pin which corresponded to a cut in the suture sleeve. Additionally, the lead appeared rippled 210-225 mm from the terminal pin, likely caused by the lead extraction. An x-ray of the lead was performed which revealed the inner coils had fractured 215 mm from the terminal pin. Microscopic inspection revealed two of the inner coils were fractured; 215 mm from the terminal pin on the proximal side and 260 mm from the terminal pin on the distal side. The third wire was severely stretched between these two locations. Additionally, the inner insulation was damaged between the two sides of the fracture. Analysis was unable to confirm a lead dislodgement, however the observed fracture could have contributed to the observed undersensing.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this report will be updated.

Event description:
--